Event description:
Review of the manufacturers' data base identified surgical intervention took place on (B)(6) 2017 wherein the entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported discomfort at the ipg site. Consequently, the patient consulted with her physician and opted surgical intervention as the next course of action.